Manufacturer narrative:
Subsequently, this lead was returned to our post market quality assurance laboratory for analysis. A visual inspection of the lead body confirmed that the lead had been severed, with both proximal and distal lead segments returned. Set screw marks were observed on all lead terminal pins, and detailed analysis confirmed that both lead segments were electrically within specification. An x-ray of the lead segments found no sign of a fracture. Final analysis was unable to confirm the clinical observations. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Available information suggests that this rv lead will be returned to boston scientific. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information indicates that it is unknown why the rv loss of capture was occurring, as no signs of lead dislodgement were observed, and there was no change in patient condition noted. Additionally, the patient suffered no adverse effects and did not become asystolic as a result of these observations. This event will be updated if any additional information is received, or upon return of this lead for analysis.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was explanted due to rv loss of capture. No adverse patient effects were reported in this event.